Manufacturer narrative:
A visual inspection of the returned modular cable revealed that the outer jacket was torn approximately 6.5 inches from the controller connector. The polyurethane around the torn area showed a cracked surface. The outer jacket material appeared to have expanded causing the ends of the tear to push together. The evaluation of the underlying armor layer found no evidence of damage and there were no exposed wires. Both bend reliefs appeared slightly discolored. The controller and inline connector pins were unremarkable. The investigation was unable to conclusively determine what caused the damaged outer jacket. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device- 1 year and 7 months (calculated from the date when the modular cable was issued to the patient) the patient remains ongoing with the device. However, the modular cable has been returned for evaluation.the evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the modular cable needed replacement due to normal wear and tear. There was no harm to the subject and no adverse event occurred in relation with the modular cable. No additional information was provided.